Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy and to return the problematic pump using a pre-paid label. The customer understood the instructions, put the pump into storage mode, and expected a replacement pump shipment after confirming the shipping address.